Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The medtronic representative replaced the motion batteries and found the motion battery indicator dropped four bars in five minutes of being unplugged without a proper charge. A full system checkout was performed and passed the system was used in a case that night without issue. No parts have been received by manufacturer for analysis, suspect batteries were discarded by the site.

Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by manufacturer. On (B)(6) 2016, a medtronic representative followed up with the site and reported that the site was planning on repairing the imaging system. It was suspected that the batteries were not holding charge. Replacement batteries were shipped to the site. No further details were provided about the status of replacing the batteries.

Event description:
A medtronic representative, following up with the site, reported that the image acquisition system (ias) was shutting off it when it was taken out of the or and driven down the hallway. It was suspected that motion batteries were not holding charge. This issue occurred outside of surgery; no patient was present.